Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
Received a report of a home patient that had hernia surgery in 2010 and now is having some problems when he does moderate exercise or moderate physical labor.

Manufacturer narrative:
Investigation: based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirements. The sterility records indicate that the lot in question was properly sterilized. Clinical evaluation: a hernia occurs when tissue, such as part of the intestine, protrudes through a weak spot in the abdominal muscles. The resulting bulge can be painful, especially when you cough, bend over or lift a heavy object. A hernia doesn't improve on its own, however, and can lead to serious complications. Surgery is recommended to repair a hernia that is painful or enlarging. Prolite mesh and prolite ultra mesh are intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Problems after hernia repair are usually related to using a mesh product that is too small or to the fixation method and technique. It may also be related to non-compliance with activity limitations post operatively. Other factors that contribute to the outcome of hernia repairs are the patient's weight and medical comorbidities such as diabetes and a history of smoking. Conditions that might increase the risk of recurrence include abdominal muscles that are not strong or healthy enough to "hold" the suture material and bleeding or infection that weaken the repair. The instructions for use (IFU) state that adequate mesh fixation is required to minimize post-operative complications and recurrence. The fixation technique, method and products used (including sutures, tacks, staples or other means) is left to the discretion of the surgeon to optimize clinical outcomes. The IFU also states complications that may occur with the use of any surgical mesh include, but are not limited to pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs.